Event description:
Toward the end of battery life of the pump, the pt had to come in early for refills due to lack of therapy efficacy and return of symptoms. The pump was replaced. The loss of effect occurred at the end of battery life of the next pump as well (see mfg. Report # 6000030200902230). Additional info has been requested. A follow-up report will be submitted if additional info becomes available.